Manufacturer narrative:
(B)(4). Photographic analysis: based on the photo evidence of the subject plee60a device with (B)(4) cartridge, a damaged cartridge can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during the fourth firing on the stomach, the blue reload only deployed one outer row of staples on the patient side of the cartridge. The medial two rows did not deploy and the cartridge deck on the patient side was damaged as the knife blade returned to its original position. The surgeon used new reloads and stapler to complete gastric sleeve. He later over sewed the entire staple line paying particular attention to the staple line containing only one intact row. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55m90 the analysis found that one plee60a device was returned in good visual condition and with an ecr60b cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Additional information obtain from call to surgeon: male patient with a bmi of (B)(6). The first 2 firings with a green reload went well. On the 3rd and 4th firing blue reloads were used. On the 4th firing when the blade was retracting, it stuck a little. The device was fired approximately 2 cm off of the bougie. Some bleeding was noticed when the jaws were opened and only one row of staples were observed on the patient side and 3 on the specimen side. The reload was inspected and damage was visible which looked to be from the knife.